Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results - there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. No samples have been received from the customer nevertheless, we have received a picture where we can see that there are 5 sutures instead of 4 sutures inside a pouch. The product should have 4 sutures inside. Review of the batch manufacturing records showed this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion - taking into account that the product in the picture received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the picture received. No CAPA required.

Event description:
It was reported that there was an issue with a suture multi-pack. When the pack was opened, it was noted that there were 5 needles instead of 4. The products were not used on a patient due to this malfunction. Additional information is not available.